Manufacturer narrative:
Device history review found the product met specifications when released for distribution. Analysis: the leaflets are flexible. Two holes are present in the lunula of the right cusp adjacent to the point of coaptation. The holes appear to be associated with bias wear contact on the outflow rail of the stent adjacent ot the margin of attachment. Pannus extends along the outflow margin of attachment adjacent to the left right commissural attachment. Review of the device history records shows that this product met manufacturing specifications when released for distribution. Conclusion: reduced performance of the device occured and is related to the event. Device explanted and replaced without reported adverse patient effect.

Event description:
Co received information that this bioprosthetic valve was explanted after four months due to regurgitation. A hole in a leaflet was reported. There were no reported adverse patient events due to the reported structural dysfunction.